Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with serratia driveline infection with no reports of trauma and positive blood cultures. The patient went into respiratory failure due to sepsis and was intubated and put on intravenous antibiotics. The patient had a long standing battle with right ventricular failure, that existed pre-implant, and the family ultimately withdrew care until the patient passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that the patient was admitted on (B)(6) 2022 due to a driveline infection. The patient later went into respiratory failure due to sepsis. The patient ultimately expired on (B)(6) 2022. According to the account, mild right heart failure existed pre-lvas. The patient's outcome was not considered to be device-related. The device operated as intended. The device was not explanted and will not be returning for analysis. The device history records were reviewed for the hm3 lvas (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, respiratory failure, infection, sepsis, and death that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including infection (local, driveline, and pump pocket) that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.